Event description:
It was reported that the preloaded lens was explanted due to wrong power. It was removed and replaced during a secondary surgical procedure with another lens of the same model but with a lower diopter johnson & johnson iol. No further information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section e1:surgeon's first name, : unknown/ asked but not available. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 06, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received cut in half and coated in viscoelastic residue. The lens pieces were cleaned revealing scratches on the lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.